Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the pk dissecting forceps instrument was torquing, getting locked up as it's being moved. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch down cable to be broken causing motion to be non-intuitive. The broken cable that contains the crimp was still installed in the clevis. The clevis did not exhibit damage or wear marks. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.